Event description:
It was reported that when using the bd pyxis¿ es server all patients and medications were not crossing over. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, a technical support specialist (tss) acknowledged the reported interface issue affecting patient and medication crossover and recognized that multiple stations were operating in critical override. The tss reviewed the system, verified that the medstation devices were functioning properly, and confirmed that orders were successfully crossing over. The tss validated a sample patient record and identified that the medication was scheduled, explaining that scheduled medications would only appear at the designated administration time. The tss communicated these findings to the customer, clarified the expected behavior, and provided reassurance that no system malfunction was present. The system functioned as intended after the technical support specialist (tss) investigated the device.